Manufacturer narrative:
Section a1: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: the reported events of backup battery fault and controller fault alarms were confirmed via analysis of the submitted log file and log file downloaded from the returned system controller; however, the alarms were not reproduced during testing of the returned controller. The log files contained approximately 6 days of relevant data combined ((B)(6) 2021 ¿ 31may2021 per the timestamp). The log files captured intermittent backup battery fault alarms due to the backup battery not passing the load test on (B)(6) 2021 from 05:31:30 until the controller was put into sleep mode (captured at 12:51:07). The alarm briefly cleared on (B)(6) 2021 at 05:40:55 due to additional load tests being performed; however, the alarm reactivated due to the controller not passing the load test. The backup battery did not pass the load tests due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. The log files also captured intermittent controller fault alarms on (B)(6) 2021 from 12:50:52 to 12:51:07 due to the motor a and motor b voltage levels dropping below the voltage threshold. The controller fault alarms occurred while the driveline was disconnected. The driveline was disconnected on (B)(6) 2021 at 05:57:14 to exchange the system controller. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the controller passed each time without any issues. The root cause of the reported events could not be conclusively determined through this analysis the device history records were reviewed and the records revealed that the heartmate 3 system controller, (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 01feb2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault and controller fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reporter name: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had exchanged controller at home on his own due to backup battery fault. A controller internal fault also appeared.